Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the patient presented at a follow-up in clinic. Upon interrogation, the right ventricular lead exhibited noise and t-wave oversensing. The physician replaced the competitor implantable cardioverter defibrillator to resolve the issue. During another follow-up in clinic, the anomalies persisted and the lead also exhibited high defibrillation impedance. The physician suspected lead fracture and explanted and replaced the system, in particular the right ventricular lead. The patient experienced no adverse consequences.

Manufacturer narrative:
A partial lead was returned for analysis in two pieces measuring 13.9 cm (connector portion) and 51.1 cm (distal portion) with the extraction tool stuck inside for the reported events of high defibrillation impedance, noise, oversensing, and fracture. Visual examination of the connector portion found the superior vena cava cables fractured 3.1 cm from the connector pin with surface abrasion and procedural damage at the cut distal end. Visual examination of the distal portion found electrocautery damage to the optim sheath, an extraction tie, and undamaged tines. Destructive analysis found an internal insulation abrasion breaching the ring electrode at 5.7 cm to 6.1 cm from the distal tip with the etfe coating abraded in this location. The reported events of fracture and high defibrillation impedance were isolated to the fractured cables and the reported events of noise and oversensing were attributed to the internal insulation abrasion beneath the right ventricular shock coil.